Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Brand name. Product / lot code / expiration date. Date of implant- 2004-2005. PMA/510(k) number. Manufacture date. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "dislocation and subluxation due to inadequate fixation, malalignment, malposition, excessive unusual and/or awkward movement and/or activity, trauma, weight gain, or obesity. "

Event description:
It was reported that patient underwent a total knee arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2015 due dislocation.